Manufacturer narrative:
Citation: veillette et al. Ventricular arrhythmias and sudden death following percutaneous pulmonary valve implantation in pediatric patients. Pediatr cardiol. 2022 oct;43(7):1539-1547. Doi: 10.1007/s00246-022-02881-5. Epub 2022 apr 8. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding ventricular arrhythmias and sudden death following percutaneous pulmonary valve implantation in pediatric patients.  All data were collected from a single canadian center from january 2007 to december 2019.  Multiple manufacturer¿s devices were implanted in the study population of 21 patients.  Sixteen of those patients were implanted with a medtronic melody pulmonary bioprosthetic valve.  Two of those 16 patients had previously been implanted with medtronic hancock (n=1) and contegra (n=1) surgical conduits.  No unique device identifier numbers were provided. Among all patients, one death occurred due to pulmonary hemorrhage.  No further details were provided on the death.  There was no statement of causal or contributory relationship between medtronic product and the deaths. Among two patients implanted with medtronic surgical conduit adverse events included: severe conduit degeneration, pulmonary regurgitation, and severe sub-valvular obstruction requiring conduit replacement.  Among all pulmonary valve patients adverse events included: sustained ventricular tachycardia requiring external shock and implantable cardioverter defibrillator (ICD) implant, ventricular fibrillation, atrioventricular block, cardiac arrest, coronary compression, tamponade, brachial plexus injury, femoral arteriovenous fistula, endocarditis at 1-year post-melody implant, mild pulmonary regurgitation and major bleeding requiring medical/or surgical intervention.  Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events.